Manufacturer narrative:
A causal relationship exists between the liberty cycler with several days of ¿air detected in cassette¿ message during ccpd and the patient missing three days of pd treatment as it was confirmed the patient did not perform manual pd exchanges as back up method. It is unknown if the liberty cycler did or did not perform as intended as the liberty cycler was not returned for manufacturer failure analysis. Moreover, there is a possible causal relationship between the pt. Missing ccpd treatment and subsequent hospitalization for reported kidney stones, blood sugar issues and blood pressure issues. However, details surrounding the patient¿s actual admitting diagnoses and the patient¿s hospital course are unknown at the time of this clinical investigation; therefore, actual causal/contributory factors cannot be fully determined. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
On (B)(6) 2018 a peritoneal dialysis patient contact reported during troubleshooting of a liberty cycler alarm that the patient was in the hospital. The patient contact states that for three days the patient hasn't had dialysis treatment due to kidney stones, blood sugar issues and blood pressure issues. The patient was advised to go to the emergency room. During a follow-up call with the pd nurse confirmed the patient was admitted to the hospital on (B)(6) 2018. The pd nurse implied the patient continued pd therapy while hospitalized; but was not able to confirm. Further details surrounding the patient¿s hospitalization; including admission diagnoses, treatment rendered, and pt. Disposition are unknown. Additional information was solicited.

Event description:
Additional information was solicited and received. It was further reported the pt. Missed approximately 3 days of peritoneal dialysis (pd) treatment (as the patient (pt.) Did not use pd manual exchanges as a back-up) and was in the hospital for kidney stones, blood sugar issues and blood pressure issues. It was discovered the pt¿s caregiver was out of town and the pt. Had to complete pd treatment on their own. The pd nurse stated the cycler issue was reported to technical services thinking the pt. Needed a replacement cycler. Per the peritoneal dialysis nurse (pd nurse), it was later verified (during another service call the liberty cycler did not warrant replacement and as such the replacement was cancelled. Regardless, the nurse reported the pt. Was admitted into the hospital, on (B)(6) 2018, due to missing 3 days of pd treatment. Details surrounding the pt¿s hospitalization course (including admission diagnoses, treatment rendered, and pt. Discharge) are unknown. Although, it was reported the pt. Was in the hospital for kidney stones, blood sugar issues and blood pressure issues. The pd nurse was not able to provide additional information as the pt¿s hospital discharge summary was unavailable. However, it was believed the pt. Was continuing pd therapy throughout hospitalization. Subsequently, the pt. Was required another hospital admission on (B)(6) 2018 for ascites. This hospitalization event will be further investigated under a related customer experience.

Manufacturer narrative:
A temporal relationship exists between the liberty cycler with several days of ¿air detected in cassette¿ message during ccpd and the pt. Missing three days of pd treatment which led to subsequent hospitalization for kidney stones, blood sugar issues and blood pressure issues. Details surrounding the pt¿s actual admitting diagnoses and the pt¿s hospital course are unknown at the time of this clinical investigation; therefore, causality cannot be fully determined. However, it is likely the user (pt.) Had difficulty troubleshooting the ¿m31 air detected in cassette¿ message during set up due to being on her own (caregiver was out of town) which was confounding factor for 3 days of missed pd treatment. Based on the available information, it is unlikely the liberty cycler did not perform as intended as it was verified the cycler did not warrant replacement.